Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was notified by the physician that one of the leads is disconnected. Boston scientific technical services (ts) referred the patient to the physician. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.